Event description:
A caller reported experiencing error 42 with their continuous glucose monitor (cgm), marking the second occurrence of this error within 24 hours. There was no adverse impact to the customer¿s blood glucose level. The customer decided to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued.